Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: date of submission: 03/06/2017. Device evaluation: the device has been returned and evaluated by product analysis on 2/13/2017 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked and there was evidence of moisture in the compartment. A leak test was performed and failed due to the bolus button leak. The pump was opened and there was no further evidence of moisture found internally. Unrelated to the initial complaint, it was observed that the audio bolus button was damaged but it was responsive during the investigation and the returned battery cap had damaged threads and was difficult to remove from the test pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.